Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had no scale markings on the barrel. The following information was provided by the initial reporter: "I have been a type 1 diabetic for 60 years of my life and have always used and trusted your disposable insulin syringes for my multiple daily insulin injections. Today, I got quite a shock and big surprise when I attempted to give myself an injection. I pulled off it's orange cap and when I attempted to draw up my dose of insulin as usual, I noticed that there... Were no dosage markings on it either. Unfortunately, I was at work at the time and I didn't have another syringe with me, so I had to leave my job and go back home so I could take my much needed insulin shot. Fortunately, in all these years, it is the first time that this has ever happened to me with one of your syringes."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 12-sep-2022. H6: investigation summary: customer returned (1) loose 0.3ml insulin syringe. The customer reported that the needle and scale markings were missing from the syringe. The sample was examined, and it was observed that the needle hub/shield assembly was detached (not returned), and the scale markings were missing. Upon further inspection it was observed that the barrel tip was damaged, and thin lines of black ink ran along the length of the barrel. Due to the batch being unknown, no DHR review can be completed. Embecta was able to duplicate or confirm the customer¿s indicated failure (scale marking missing). A root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had no scale markings on the barrel. The following information was provided by the initial reporter: "I have been a type 1 diabetic for 60 years of my life and have always used and trusted your disposable insulin syringes for my multiple daily insulin injections. Today, I got quite a shock and big surprise when I attempted to give myself an injection. I pulled off it's orange cap and when I attempted to draw up my dose of insulin as usual, I noticed that there. Were no dosage markings on it either. Unfortunately, I was at work at the time and I didn't have another syringe with me, so I had to leave my job and go back home so I could take my much needed insulin shot. Fortunately, in all these years, it is the first time that this has ever happened to me with one of your syringes".